Event description:
It was reported that during a patients dialysis appointment it was observed that the device was exposed from the pocket. The exposed pocket was covered with what was described as dressing material and was seen for an emergent appointment at a different hospital in which pocket infection was confirmed. This device is currently still implanted and in service. No further adverse patient effects have been reported. Awaiting additional information from the field representative ion the status of this device explant. Should updated information become available, a follow up report will be submitted.